Event description:
Int'l ((B)(6)) complaint received reporting leakage problem with dialysis set up of dialysis catheter/tubing blood lines and d1000 tego connectors. It was reported that the "device was cracked and while delivering therapy there was leakage of blood". Although additional info requested, including usage, identity and availability of the involved mating devices no responses were received. Mfrs investigation: device return: one packaged d1000 tego connector, lot# 2277994 was returned for analysis and investigation. Visual inspection recorded no obvious abnormalities. Engineering testing of the returned same lot sample recorded no performance issues and or out of spec conditions. Lot build review and analysis was performed. The results recorded lot# 2277994 (mfg date 05/2011) (B)(4) units were mfg tested, inspected and released. There were no exception documents generated during the mfg build cycle.

Manufacturer narrative:
Conclusion: thorough testing of the returned tego same lot sample recorded no functional and or performance issues. The reported leakage issue was not replicated. This report and the associated info have been provided to the distributor and reporting facility for their review and records.